Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill china sp had foreign matter. The following information was provided by the initial reporter: at approximately 9:00 am on (B)(6) 2025, a nurse was flushing a catheter in the traditional chinese medicine interventional ward when air was expelled. The nurse observed white crystalline deposits at the tip of the pre-filled catheter flushing device. After ruling out the possibility of air bubbles, the device was deemed unusable. The pre-filled catheter flushing device was immediately replaced. The ward nurse manager and equipment administrator were notified. The defective device was retained, and the incident was reported as an adverse device event.